Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the procedure was performed in 2009, and predilatation was performed prior to stenting. A plaque shift occurred during and was treated with the placement of another xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Plaque shift. Results and conclusion summation - product performance engineering reviewed the incident. Factors that can contribute to plaque shift include but are not limited to, lesion characteristics, device size selection, and procedural technique. Embolism (plaque shift) and additional therapy, non-surgical treatment are listed in the xience risk assessment as potential patient effects of coronary stenting. Embolism is also noted in the product IFU as a known adverse event associated with coronary stenting. There was no report of any product malfunction during the implant of the rx xience stent. The plaque shift was successfully treated with the placement of another stent.